Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient did not feel stimulation and had always felt stimulation and it quit some time ago. The patient kept getting poor communication on the programmer. It was reported the patient kept wetting themselves and could not control their bladder at all. ¿not working¿ was reported. It was reviewed the patient would need to see a healthcare professional (hcp) to have additional programs on as it was showing reduced icon mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.